Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Further information requested but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the lead kinked during the implant procedure due to scar tissue. As a result, the physician was unable to replace the lead and procedure was abandoned.